Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the atrial leadless pacemaker (lp) exhibited low out of range pacing impedance. No intervention was performed. The patient was stable and will continue to be monitored.